Manufacturer narrative:
When reaching out to the site, the age of the patient was made aware but the health care professionals at the site were unable to obtain the weight of the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a deep brain stimulation procedure. It was reported that pre-operatively, the system did not turn on. The internal fans started, but five seconds later stopped. Nothing appeared on the screen. The procedure was completed using a different planning software. There was no reported surgical delay due to this issue. There was no reported impact to patient outcome due to this issue. Additional information received noted that the device was tested after procedure in another place and it started.